Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Additionally, a visual and dimensional inspection was performed on unused/sterile units from the same part and lot number. The inspection found no abnormalities. It is possible that the cap seal was not fully tightened thus resulting in the reported leak difficulties; however as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported leak difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with moderate calcification and moderate tortuosity. Two copilot bleed back control values were noted to be leaking during the procedure. An attempt was made to fully tighten the valves; however, the valves continue to leak during the procedure. A new copilot was used to complete the procedure. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. No additional information was provided.